Event description:
Sorin group received a report that the clinician was unable to change the menu on the touch screen of the s5 roller pump after completion of the case. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the clinician was unable to change the menu on the touch screen of the s5 roller pump after completion of the case. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.